Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue. Reportedly, the subject meter will not turn off and will only display the last reading. This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages her diabetes with oral medication. The power issue began on (B) (6) 2010. Two days later, the pt reportedly developed symptoms described as "thirst". On (B) (6) 2010 at 10:30 am, the pt went to the dr's office visit where she tested at "260 mg/dl" on the dr's meter. The pt's healthcare provider treated the pt with oral medication (unspecified type and dose). At 1 pm, the pt increased her diabetes oral medication. During troubleshooting, the customer care advocate verified that there was no product misuse. The product issue was not resolved. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hyperglycemia two days after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.